Event description:
It was reported that devices were used during a laparoscopic bariatric procedure. It was reported the devices' valves allowed gas to be lost. Opened another device to complete the case. There was no consequence to pt.